Event description:
It was reported that during an oophorectomy, the bag broke from the bottom and may have resulted in small piece of the silicon bag being left in the abdomen of the pt. A thorough 30 min search of the abdomen did not result in locating any portion of the broken bag.